Manufacturer narrative:
The ge service representative troubleshot the reported event with the customer and recommended replacement of the microswitch. Requested patient information via phone call 03/31/20, 04/02/20, and 04/03/20. No patient information provided to date.

Event description:
The hospital reported an alarm advising the user that pressure mode ventilation was unavailable. There was no report of patient injury.